Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on unstable angina pectoris patient a balloon rupture was noted. The iab was removed and the therapy was discontinued. It was noted that a large rupture was noted on the tip balloon. Severe sclerosis and calcification on artery, and mild tortuosity were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
Correction: distributor should not have been included on previous report source as the biomedical engineer was the initial reporter not the distributor. Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between catheter and sheath. The returned sheath was over the catheter. The extension tubing was also returned. An underwater leak test of the balloon and catheter was performed and one leak was detected on the membrane approximately 19.8cm from the rear seal measuring 0.03cm in length. One kink was found on the catheter tubing approximately 42.4cm from the iab tip. The evaluation confirmed the reported leak, blood in tubing problem. The reported blood in tubing was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on unstable angina pectoris patient a balloon rupture was noted. The iab was removed and the therapy was discontinued. It was noted that a large rupture was noted on the tip balloon. Severe sclerosis and calcification on artery, and mild tortuosity were noted in the patient vessel. No patient injury was reported.